Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl. The customer treated their low blood glucose with glucose tablet. At 3:30 am yesterday blood glucose was 124 mg/dl, at 5:49am was 304 mg/dl, and this morning blood glucose started with 124 mg/dl and at quarter after 9 blood glucose was 64 mg/dl, at 10:13 am was 90 mg/dl and at10:14 am was 92 mg/dl and at 11:18am was 153 mg/dl and at 12:11pm blood glucose was 94 mg/dl. The insulin pump will not be returned for analysis.